Manufacturer narrative:
The tandem t:slim g4 pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of u-500 insulin. The customer reported blood glucose level ranged from 350-417 (mg/dl). Reportedly, the cartridge was reloaded successfully and the insulin gauge displayed an accurate fill estimate.